Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the battery compartment was cracked below the bumper pad. Unrelated to this issue, the keypad was torn but all of the buttons were responsive and no contamination was found on the contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on (B)(6) 2016.